Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the zip ties for the product tank were replaced. Additional malfunctions include the inlet filter was dirty, and the zip ties for the manifold were replaced.